Event description:
Additional information was received from the patient. It was reported that the battery for their pain stimulator was dead and they could not charge it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patients scs was not working (battery went dead). Additional information was received from the consumer regarding the patient on (B)(6) reported they first noticed the battery was slower to charge on (B)(6) 2015. The patient noted the night of (B)(6) 2015 they rolled over in bed and felt like they tore stick under their left shoulder bladder. The patient told their healthcare professional (hcp) and they order an x-ray, but it was devised. The patient clarified the battery reached end of service to their knowledge. The patient stated the life span was 10 years and they used it every day for 10 plus years. It was implanted on (B)(6) 2008 and checked by the hcp 1 time and that was after surgery in (B)(6) 2009. The patient stated the cause of the battery being dead was they could only assume natural battery depletion as it had been checked. The patient stated they had not taken any actions to date to resolve the dead battery. They patient noted they had a back x-ray on (B)(6) 2018. The patient stated their next appointment was on (B)(6) 2018. The patient stated the dead battery was not resolved and they really miss it. The patient noted since it died they had more pain more places. The patient noted they really appreciate the pain device. The patient noted their hcp refused to check their neurostimulator and the patient now had a new hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient with an implantable neurostimulator (ins) reported they loved the relief it gave them, and they needed it every day, most days all day long. The patient stated they could only assume because if their daily use and how long they had it was only natural. The patient noted their implant date was (B)(6) 2009. The patient stated they firmly believe it reached the end of the service normally. The patient noted they would love to have kept it, but the sc state accident fund will not alone their pain specialist to even check it. There were no further complications that have been reported as a result of this event.